Event description:
It was reported during a da vinci surgical procedure, the prograsp forceps cable was damaged. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. The customer reported complaint was confirmed by failure analysis. Visual inspection found the instrument pitch down cable was frayed at the distal clevis hub. Small frayed strands stuck out at the wrist measuring approximately .057 in length. Other cables at the wrist were not damaged. There was no damage to the clevis hub. Additional observation by failure analysis found the instrument main tube had scratch marks/ abrasions. The distal end of main tube had various scratch marks with light material removal. The scratches were .164-.053 in length and not aligned with the tube axis. No other was damage found. The customer reported complaint does not itself constitute a MDR reportable event; however frayed pitch cable and main tube scratch marks were to recur could cause or contribute to an adverse event.